Event description:
It was reported that a signal artifact monitor (sam) episode stored on this pacemaker showed minute ventilation (mv) being disabled due to oversensing on both the atrial and ventricular channels. The pacemaker remains in service. No adverse patient effects were reported.